Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 350 mg/dl. The customer's health care professional made changes to the insulin pump settings after the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.